Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours. Logfile shows twenty-seven successfully performed treatments. The reported treatment could be identified in the logfile. Logfile shows that user aborted the treatment of right eye during bed cut by pressing the foot pedal. The following message was appeared. Subsequently, the treatment was cancelled. The treatment was reloaded four times, but the beam control check failed each time based on the following message (during treatment preparation). This message indicates that the inserted cones could be used and contaminated. Furthermore, logfile shows that the user entered an invalid patient interface serial number each time for the failed beam control checks. Finally, a new patient interface and a valid patient interface serial number were used for the reloaded treatment and the right eye was treated again. During the second treatment, the patient interface was docked two times on the right eye, as the surgeon interrupted, during the building of the suction two and restarted the suction process once. The treatment was successfully completed. No relevant deviation between planned and performed energy is detectable for the second treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. The treatment report shows a decentered suction ring and a possibly decentered flap, as well as liquid build-up under the patient interface, which can lead to higher variability in the resulting flap thickness. The treatment report also shows whitish cloudy formation in the flap, possible representing an opaque bubble layer and probable uncut areas. Based on these visual cues, the surgeon should stop the procedure as they indicate issues with the flap cutting such as the canal not venting properly or there not being a valid suction. After the abortion of a treatment, the surgeon is instructed to allow for recovery wait for completed corneal healing (several weeks) to reapply the treatment to the patient's eye, if laser pulses were already shot. This incident is caused by an inappropriate insertion of the applanation cone (i.e., user handling), to which the weaker shaft stiffness of the cone is a contributing factor (i.e., design related). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the flap was thin and big white spots in right eye of a patient, during lasik surgery. There are multiple related reports for this reported event. This report addresses patient (B)(6), right eye and additional manufacturer reports will be filed for the other patients.